Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 240 mg/dl within 10 minutes on the advantage system. Customer reported taking 4 units nph insulin based on the 240 mg/dl result. No adverse event reported. Requested return of suspect device and replacement was sent.